Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via right axillary artery to support a 59 year old male patient admitted in with acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The patient was receiving support when on day 25 of support there was a ¿purge pressure high¿ alarm followed by a ¿purge system blocked¿ alarm one minute later. The purge cassette was changed and tissue plasminogen activator initiated in the purge, in which the pressure and flow returned to normal. The purge issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the purge pressure high issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
Correction : the code e2403 has been removed. The UDI number was inadvertently sent incorrect in the initial report which has been corrected. Additional information received due to which section b5, d6b, h6 codes were updated.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted surgically into the right axillary artery in a 59-year-old male patient with a past medical history of diabetes mellitus (dm) presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs) scai stage c shock on inotropes and vasopressors prior to initiation of support. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) had a ¿purge pressure high¿ alarm followed by a ¿purge system blocked¿ alarm one minute later. The purge cassette was exchanged, and tissue plasminogen activator (tpa) was initiated in the purge per hospital protocol. The impella pressure and flow then returned to normal. Later, the aic had ¿placement signal low¿ alarm and continuous suction alarms. Volume administration as well as multiple repositioning attempts were made due to malposition against the mitral apparatus; however, these were unsuccessful in improving the impella flow. The placement signal was reading in the negative numbers with both aorta (ao) and left ventricle (lv). The decision was made to replace the impella pump due to aberrant placement readings and the pump¿s inability to flow adequately. The post-procedure outcome was survived at explant. The device functioned at p-7 at 4.3 l/min. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.